Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were no issues with the hypotube, midshaft, inner or outer shaft polymer extrusion. The crimped stent was examined and distal stent damage was noted, distal struts 1-3 were stretched in a distal direction. The remainder of the stent was undamaged. The balloon was tightly wrapped and was not subjected to positive pressure. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jul-2018. It was reported that crossing difficulties were encountered. The 70--80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. Following pre-dilation with a 2.0 x 15 emerge balloon catheter, a 24 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion despite multiple pre-dilatation. The procedure was completed with another 24 x 2.75 promus premier¿ drug-eluting stent. No patient complications were reported. However, returned device analysis revealed distal stent damage.